Event description:
The rep reported that the patient had a surgery scheduled, but it was unknown if this was related to the impedance and shocking issue or if it was to place another lead, which had been discussed previously. The surgery was canceled a couple days prior to this recent report for unknown reasons.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387-40, lot # l52593, implanted: (B)(6) 1998, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1998, product type extension.

Event description:
A manufacturer representative (rep) reported that the patient had an implantable pulse generator (ipg) change due to routine depletion. Intra-op impedances were all within normal range, but during post-op programming, impedances isolated to the #3 electrode were all >40k. There were no patient symptoms or environmental issues related. No surgical intervention is planned with the patient status as alive - no injury. Impedance checks showed the following values: c <(>&<)> 3, 0 <(>&<)> 3, 1 <(>&<)> 3, 2 <(>&<)> 3 > 40k. No actions/interventions were taken as it was a non-used contact. The patient's indication for implant is essential tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had mild discomfort and moderate pain at the dbs site. The patient had an office visit on (B)(6) 2017. The patient¿s device was interrogated, diagnostics were run, and small programming adjustments were made. The patient was observed for delayed effects after the final settings were set. The patient was stable at the end of the visit. It was later reported that the healthcare professional (hcp) thought the discomfort, shocking sensations, and impedance issues might be due to a compromised extension. X-rays were ordered to determine condition of dbs system. No further complications were reported. Final settings from visit 2+, 1-; 2.0 volts; 60 msec; 160 hz.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep reporting that the patient was still experiencing the shocking sensations and had not seen the neurosurgeon yet. The hcp reported strongly advising the patient to see the neurosurgeon to check out the system and possibly revise the extension and/or generator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis of the ins found no significant anomalies. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension. No output was observed on all electrode pairs the ins had when it was received. Analysis of the extension identified that the #3 conductor was broken in the body of the extension, 34.6 cm from the proximal end. The ins output was tested at the cut end of the returned extension. Good stable output was observed on all electrode pairs the ins had when it was received. The ins output was tested at the cut end of the returned extension. No output was observed on all electrode pairs the ins had when it was received. Circuits 0, 1, and 2 had impedances of 28-29 ohms. Circuit 3 had an open circuit. Conclusion code no longer applies; code applies to the ins and to the extension. Result code no longer applies; codes apply to the extension and codes and to the ins. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the hcp replaced the ins and extension and impedances were then normal.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (rep): no additional information was received.